Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.

Event description:
The customer observed multiple falsely depressed sodium results while using the architect c16000 analyzer ict module. The following data was provided for one patient. The customer uses range 136 to 145 meq/l. Initial 120 meq/l, repeat 138 meq/l. No impact to patient management was reported.

Manufacturer narrative:
An abbott field service engineer was dispatched to the account and cleaned the ict module and the probe. The cuvette drying tip [part 09d51-02] and ict module [part 09d28-03] were replaced. The ict module was considered to be the likely cause of the issue. The analyzer was returned to normal operation. Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, a labeling review, device history review, instrument log review, and an instrument service review. No returns were made available from the customer site for this evaluation. No adverse trend was identified for the customer issue. Labeling was reviewed and found to be adequate. Device history review did not identify any issues that may have caused the customer issue. Log review did not identify any issues that contributed to the customer issue. Service history review identified no contributing factors to the customer issue. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.